Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3-spring evacuator and drains not staying connected. Bd representative described to customer about the type of evacuator y-connector, and when connecting like materials, no adapter is needed. Many of our kits are customized for the type of drain and evacuator. The appropriate adapter may already be attached. Also provided many other troubleshooting steps. Advised that it was possible the drain or adapter are slightly out of specification cause loose connections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bonding strength is insufficient". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 3-spring evacuator and drains not staying connected. Bd representative described to customer about the type of evacuator y-connector, and when connecting like materials, no adapter is needed. Many of our kits are customized for the type of drain and evacuator. The appropriate adapter may already be attached. Also provided many other troubleshooting steps. Advised that it was possible the drain or adapter are slightly out of specification cause loose connections.